Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Event description:
A medtronic representative reported that, while in a cranial procedure, the navigation system exited from synergy cranial. When the sterile active frame was attached, the software exited to the blue logo screen. The system was then re-started to resume normal function. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
The site declined to provide patient information, referencing japan's privacy laws. Software investigation has not been completed.